Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the freedom driver did not pass the system check out.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6)was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found one new alarm indicating secondary motor voltage too high. Visual inspection of external components found no abnormalities. Visual inspection of internal components found secondary motor out of primary alignment, confirming that the alarm was due to secondary motor engagement. Additional indications of impact were scuff marks on primary motor and main board. Freedom driver passed all functional testing for acceptance at incoming inspection after secondary motor was put back into primary alignment. An additional functional test was performed on the secondary motor system without issue or alarm. Complaint could not be replicated. Failure investigation for this complaint confirmed the reported issue. The customer complaint could not be replicated; root cause of the reported red alarm could not be determined. Failure investigation identified no test failures or damage that could have contributed to the complaint. Although unintended secondary motor engagement is a known issue, it is not a device malfunction. Device was not in patient use at time of complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
The freedom driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the freedom driver did not pass the system check out.